Event description:
It was reported that the pt had a breakdown of the skin at the implant site. The pt had radiation treatment in this area. A skin flap rotation was performed but the issue was not resolved. The skin flap became infected. The pt's device was explanted. There are no plans to reimplant due to skin problems.